Event description:
It was reported that the customer made a visit to the emergency room with a high blood glucose of over 400 mg/dl and diabetic ketoacidosis. The customer experienced congestive heart failure leading up to the hospital visit. The customer was not in an accident. She was treated and released. The customer was wearing the insulin pump at the time of the emergency room visit but declined troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).